Manufacturer narrative:
Incorrect device information was reported in the initial report. The correct device was added and an initial report was submitted. This device is no longer reportable.

Event description:
Related manufacturer reference numbers: 1627487-2020-31022, 1627487-2020-32571, 1627487-2020-32570. Additional information received stated that this lead was incorrectly reported on. The correct lead was added to the record and an initial report was submitted (related manufacturer reference number 1627487-2020-32571).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event and therapy date are estimated. Unable to know which lead high impedance has therefore, both are reported. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-31022. It was reported patient was unable to increase the stimulation amplitude. The stimulation strength decreased on its own. ¿it was found that one lead had high impedance. As a result surgical intervention may address the issue.